Manufacturer narrative:
Correction to b1, b1 was inadvertently not marked on the initial report. Please see b1 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for less than 1 colony forming units (cfus) of "enterobacteriaceae" in biopsy channel. Air/water channel, aqua jet and suction channel were sampled and were not detectable. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(6).

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer provided additional cds information regarding reprocessing. Endoscopes were wiped with a damp cloth on the outside immediately after removal from the patient and the channels were rinsed according to the manual for reprocessing the respective endoscope using the cleaning valve mh-948. The scope was transported to and cleaned of the brushes (with leak test) following immediately. The channels were brushed with the endoscope fully immersed ensuring that the cleaning solution (bomix® plus [glucoprotamine; bode] 1.5%) for brushing reaches the biopsy/working and suction channel. Used the flushing set mh-946 with the channel separator mh-944 and maj-855 (for the auxiliary flushing channel if no non-return valve is fitted) to flush all channels (incl. Air/water) enabled the material loosened by brushing to be removed and the air/water and auxiliary flushing channel to be cleaned in general. Thorough rinsing with water of all channels (using the rinsing set) and the outside removed the rich foam of the glucoprotamine cleaning solution and then guaranteed unhindered cleaning and disinfection in the reprocessing machines (minietd2). Unworn pins, sealing lips and claws on the flow adapters, as well as fully screwed-in pins ensured that the cleaning and disinfection solution could work in the washer-disinfectors under full pressure. Concerning microbiological sampling: 2 pcfs were conspicuous, both of which were processed in machine 2 immediately before sampling, while no bacterial growth could be detected in the gifs. The scopes were brushed under liquid surface and rinsing (90ml for working channel and air/water channels, 60ml for auxiliary rinsing channel) with the rinsing set could have a positive influence on the cleaning result. The significantly longer working channel of a pcf (compared to the gif) also required more extensive, longer rinsing with water to remove the foam from the glucoprotamine. Residual foam could have impaired the cleaning and disinfection performance. In addition, the pins of the flow adapters on machine 2 were "loosened", meaning that the full rinsing pressure may not have been able to be applied in the cleaning and disinfection steps, especially with long lumens. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.